Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the screen blanked out. There was no report of patient involvement.